Event description:
It was reported that in the log files submitted on 24jun2024 it was seen that system controller (B)(6) was exchanged on (B)(6) 2024 because the modular cable was changed on (b)(B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a damaged outer layer of the modular cable was not confirmed. Data from the reported event date of 06mar2024 in the submitted controller event log file (021732) was reviewed. The driveline was disconnected on 06mar2024 at 11:26:23 for a controller and modular cable exchange. There were no notable alarms pertaining to modular cable damage active in the log file. The mod cable, lot 8649595, was not returned for analysis. The provided information stated that modular cable outer layer was damaged from normal wear and tear. The cable was consequently exchanged. There were no adverse events related to the damage. The extent of the damage to the outer jacket is unknown. There were no pictures or additional documents available. A root cause for the reported event was not conclusively determined through this analysis. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The heartmate 3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The modular cable was changed on (B)(6) 2024 due to damage from normal wear and tear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.